Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have bent cannulas from infusion sets in a box, causing no delivery alarms. Customer reports that blood glucose was going into the 400 mg/dl. Customer was able to resolve no delivery with a complete set change. No further information provided. Customer was advised that infusion sets would be replaced. No further information provided.